Event description:
In 5/2003, hospital received a technical service bulletin requiring an air in line test change from annually to once every 3 months. In addition the air inline test, which takes approximately 10 minutes, must be done if the pump is mishandled, dropped, jarred, cleaned, case opened or the pump is serviced. Staff has put a process into place in order to comply with the requirements but feels it is an undue burden on staff.